Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that the unspecified medication that was programmed to infuse over 4 hours infused within an hour. There was no patient harm.

Event description:
It was reported that the unspecified medication that was programmed to infuse over 4 hours infused within an hour. There was no patient harm.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 12/27/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.